Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock lead impedances greater than 125 ohms. The alert history did not indicate an alert was triggered, but the setting indicates 125 ohms as alert trigger limit. Boston scientific technical services (ts) noted that the last interrogation was a couple of days prior to this report and that was the date of the last programming. The health care professional (hcp) did not think the patient was in their clinic for that interrogation. Ts suggested testing the lead, if impedances reach greater than 140 ohms. The shock impedance has remained in the 100-125ohm range and will be monitored. No adverse patient effects were reported.